Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
Following the information gathered the actuator pin came out causing the backrest section collapse. The customer was attempting to raised the backrest, but was unable to raise it. The actuator moved up and down. It was found that the pin had fallen. There was no indication of any patient involvement. No injury was claimed.

Manufacturer narrative:
Upon the investigation, we found that the backrest actuator pin might came out in a 2 particular situations: during transport of the bed because of vibration and impacts ¿ this situation did not apply to the described scenario, as this malfunction occurred at the customer site while raising the backrest, not during transport the backrest encountered an obstacle during the raising process, generating abnormal tensions, causing the pin to come out and as a consequence backrest section to collapse - this scenario is the most probable. The customer alleged also, that the actuator was moving up and down. We can only suspect that this allegation refers to customer¿s sensation of moving up and down, after the backrest section detached from the frame. The evaluation showed that the actuator was operating properly, therefore the assumption is that when the customer raised the backrest, the backrest moved down, because of the actuator detached, not due to some electrical failure. The instruction for use (746-396-en rev 18) for minuet 2 warns the user: ¿when operating the bed, make sure its movement is not restricted by obstacles such as bedside furniture.¿ from the above, we deemed that the possible cause of the malfunction is the abnormal tensions generated during lifting process due to hitting an obstacle. Arjo device was not used for a patient treatment when the event occurred arjo device failed to meet its performance specification since backrest actuator detached from the bed. The complaint was assessed as reportable due to allegation that the backrest section collapse.